Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had difficulty recharging their ipg. The replacement charger did not provide any resolution. As such, patient failed to recharge their ipg approximately 2-3 years ago. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that ipg was replaced electively to address the issue.

Event description:
Additional information received identified that therapy was restored.